Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; fold creases, green and black particles in shell, white calcification(20%) in shell, linear opening. The leak test and microscopic analysis was performed which identified: wear abrasion, linear sharp opening on posterior in the same location of crease, sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. A sharp opening assessed as unidentified(tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional report right side deflation as well as an exchange from textured to smooth due to patient's concern with the product. The device has been explanted and replaced.